Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Product was not returned for investigation. Data log review confirmed the placement signal not reliable (psnr) alarm triggered on (B)(6). At this time, the signal-to-noise ratio (snr) dropped to zero, contrast increased in amplitude, lamp and gain increased, and light dropped. None of the optical signal metrics recover for the remainder of the case. These changes in the optical signal metrics align with a damaged optical fiber and with the clinical narrative provided that the patient rolled over in their sleep at the time of the alarm. Based on clinical details provided and data log review, the root cause of the optical signal issue was determined to most likely be a damaged optical fiber. Since product was not returned, the location of the damage could not be determined. Psnr occurred upon patient movement. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had a cp pump placed. The team performed a percutaneous coronary intervention and placed a temporary pacer. The team had the support with the cp ongoing when after they rolled the patient, the placement signal was lost. The pump remained on until the patient's family made choice to withdraw care after a failed wean. The patient expired.